Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 810:11 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause for this condition was assigned to air sensor circuits saturated. Baxter personnel checked for moisture and cleaned dry tubing channel to correct this condition. Should any additional information be received, another follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of this condition was not identified and no repair was necessary.